Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5116961, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had lost stimulation coverage due to migration of leads. The physician did not feel comfortable using any of the system due to possible risk of infection in the spinal canal. The patient was prescribed antibiotics and underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.